Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, a 12-years-old male child patient faced a kinked cannula and high blood glucose level. They tried to treat it with multiple daily injection but on (B)(6) 2024, he was hospitalized due to high blood glucose level. The patient's highest blood glucose level was over 517 mg/dl and traces of ketone level which the healthcare professional did not assessed as dangerous or life-threatening. Moreover, the issue occurred with five similar types of infusion set used for two and half days and the site location was patient's abdomen. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.